Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high", and the customer was unable to provide the meter bg reading. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to less than 30 mg/dl and the customer became unconscious. Customer required assistance from emergency medical services (ems) to administer intravenous fluids and glucagon as well as cardiac monitoring. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.